Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they noticed that the hemopro was smoking, even while not cauterizing. They used another kit to finish the case and no patient harm was reported.

Manufacturer narrative:
Trackwise#: (B)(4). Analysis of production: (B)(4) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (B)(4)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period jan-2019 through dec-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.